Event description:
It was reported to philips that the disconnect alarm did not sound when disconnected from the patient, and that the unit is not going into standby. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer evaluated the device with the assistance of a philips remote service engineer (rse). The customer needed to know some steps to troubleshoot the issues. The rse recommended to try to duplicate the alarm disconnect with the same settings while it was on the patient and write down the patient settings and use a test circuit and test lung. The customer was also advised to perform performance verification test (pvt). The rse indicated that if the flows are out of tolerance, then it could cause the standby issue. The customer thought this unit had high flow therapy (hft), but it is not listed in the vent info screen. The unit has software 3.00. The customer tested the patient disconnect alarm, and it sounded properly. The customer is yet to perform the pvt.

Manufacturer narrative:
H10: the customer reported they have a v60 and they claim the disconnect alarm did not sound when disconnected from the patient. Also the unit is not going into standby mode. Per biomed he tested the patient disconnect alarm, and it did sound properly. Product support spoke to customer and he stated after running unit many hours, there was no issues found. The unit passed the checks that were performed, and everything passed successfully. Unit will be returned to respiratory department.